Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The device history records were reviewed and no complaint related issues were found. Placeholder.

Event description:
The cardiothoracic head nurse reported that during surgery a 2nd generation zipfix application instrument jammed and the trigger would not advance. The surgeon completed the case with no harm to the patient. This is report 1 of 1 for complaint (B)(4).